Event description:
It was reported that the touch screen is not longer responsive. No impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been returned for evaluation. Should additional info be received, a supplemental form will be completed.